Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 35 mg/dl at the time of admission. Customer was sitting with his family and the next thing he knew, his blood glucose level dropped to 35-40 mg/dl. Customer started to lose consciousness. Customer's mother was trying to treat him, but he was spitting the sugar sticks out and she called 911. Customer's most recent set change was on (B)(6) 2014. Customer was disconnected during the rewind/prime sequence. Pump programming and settings were found to be correct. Reservoir is showing more insulin than what is shown on the status screen. Customer was on dialysis and said that he had to go at this point. Troubleshooting was not finished. Customer's current blood glucose level is 140mg/dl. Customer's doctor had changed his settings after he had a low on (B)(6). Customer was able to get his meter to communicate with the pump. No additional information provided.